Event description:
Customer said her daughter had a pod, which she did not think was delivering insulin correctly. Her daughter's bg was 350 at 5:30pm (about 24 hrs after putting the pod on), and she gave a correction bolus, but by 7:30pm her bg read high. At this point, she removed the pod, and noted the cannula was kinked. She was able to activate a new pod successfully, and her daughter's bg came down. The caller stated that she would return the device involved for evaluation.

Manufacturer narrative:
The device involved in the reported incident has not been returned to the MFR for evaluation as of the report date. A follow-up report will be submitted if the product is received. No conclusion can be reached at this time. The product user guide instructs the user to check infusion site often for proper cannula placement. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.